Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
According to the event description: on (B)(6) 2025, at 1553 hours the user put up 500 milliliter (ml) normal saline, running at a rate of 500 milliliters an hour (ml/h), for 1 hour, with intended volume to be infused (vtbi) of 500 milliliter (ml) at bed 36. At 1700 hours the pump alerted and showed keep vein open (kvo). User observed approximately 100 milliliters (ml) of solution left even though all 500 milliliters (ml) supposed to run finish. No patient complications were reported as a result of this event.

Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. No pump was sent to melsungen for investigation. The history files were analyzed. On the date of incident (on (B)(6) 2025) the disposable "space line neutrap" was selected by user. The vtbi therapy was configurated with the parameters 500ml (volume) and 1h (volume). The therapy was started at 03:54pm. At 04:49pm the vtbi near end alarm occurred. The therapy was finished at 04:54pm and the kvo mode was active (3ml/h). The infusion was stopped at 04:55pm. During therapy no technical malfunctions occurred. No further investigation is not possible currently due to no pump for investigation.